Event description:
During preventive maintenance, it was noted that the ECG cable was in " poor condition." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.